Event description:
Patient was having left hip conversion of prior fracture to total hip arthroplasty. While putting in the implant, the doctor broke off the screw while the implant was in the pt. The screw threads actually failed and the screw broke at the thread junction with the tightening bolt, which does not compromise function of the morse taper which is fully secured. Manager notified and rep aware as well.